Event description:
It was reported on 03 april 2025, a patient presented with grade 5 degenerative tricuspid regurgitation (tr), a prolapsed anterior leaflet and a flail for a triclip procedure. There were difficulties visualizing the clip due to the patient's anatomy. Three attempts were made to place the clip for leaflet optimization mid anterio-septal. Good leaflet insertion was confirmed and the clip was deployed. Immediately post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second clip was implanted nest to the first clip to stabilize the first clip and reduce tr. The final tr grade was 1. Per the physician the slda was likely due to the patient's large anterior leaflet prolapse.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was attempted to implant to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.